Manufacturer narrative:
(B)(4). Implant date was sometime in (B)(6) 2014. Foreign county: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04645; 0001822565-2018-04647; 0001822565-2018-04648.

Event description:
It was reported patient underwent reconstructive surgery of the left leg and amputation of the left lower leg with transfer of the plantar tissue complex on neurovascular bundles approximately one year post left hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.